Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of misassembled needle/catheter covers was confirmed. The product returned for evaluation was one sealed 12fr dl niagara slim-cath catheter kit. The returned product sample was evaluated and all parts were inventoried. It was determined that all components were present. However, the needle cover was loose inside the packaging and was not covering any portion of the introducer needle. Additionally, the catheter cover was taped to the tray but was not covering the majority of the catheter tubing. The catheter was found to be out of position when compared to the packaging drawing (B)(6), causing it to not sit properly against the catheter cover. Given the sealed state of the packaging, it is possible that the event was caused due to a manufacturing error during assembly of the kit. The manufacturing facility has been notified of this event.

Event description:
It was reported that when checking the delivered product before opening it, it was noticed that the needle cover and catheter inside the packaging had been removed. There was no reported patient involvement. (B)(6)2025 - during evaluation of the returned device, the needle cover was found loose inside the packaging and not covering any portion of the needle.